Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump experienced short battery life twice in the past two days. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved without troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history showed evidence of short battery life illustrated with sudden voltage drops. The alarms history showed multiple low battery warnings and replace battery alarms. During testing, the pump powered on normally and was able to be exercised with no alarms. The current draws were found to be high. The pump cover was removed and an internal component failure was found on the circuit board. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.